Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).

Event description:
Customer reportedly received the following results on customer's compact plus meter (system 1), compared to customer's second compact plus meter (system 2), within 10 minutes: 376 mg/dl, 221 mg/dl (system 1) and 170 mg/dl (system 2). No death or serious injury reported. Requested return of suspect device for evaluation.